Event description:
(B)(4). In the summer of 2007 I had essure and then bled so heavily that I became so anemic over time that I had to have blood transfusions and infusions...missing work and family life. I also became extremely depressed from lack of blood and almost lost my family and wanted to die. After treatment to improve my hemoglobin from a 5 to an 11.5 (17.5 prior to essure) I became pregnant and advised to abort because there was no info about outcomes of a child born with essure. It was a nightmare! I have never felt the same since having this procedure....